Manufacturer narrative:
Device will not be available for evaluation as it will remain implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a void filling procedure. The implants were not removed and the surgeon does not expect to revise them.